Manufacturer narrative:
It was reported that there was an issue with the o2 concentration measurement. It was later reported that a calibration of the gas analyzer was performed. Numerous successful system check outs and functional tests were performed. The anesthesia system was cleared for clinical use. No device logs have been received to confirm the reported issue. Based on the above information, the cause of the event was the gas analyzer being out of calibration.

Event description:
Manufacturer's reference number: (B)(4)

Event description:
It was reported that the anesthesia workstation had an oxygen failure. There was no patient harm reported. Manufacturer´s ref. #: (B)(4).